Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are attempting to charge the patient's implant and the controller keeps going blank/unresponsive. Caller stated the controller is charged and reported no device found msg. Caller stated device will enter prm with center number at 82 and the controller then just goes black. Agent asked if controller was entering sleep mode and caller stated it was not sleep mode, as it would not wake up and does nothing. Caller stated they have tried 3 times. Caller added they have connected the controller to the ac power supply, but this has not resolved. Caller, mdt rep had conferenced in patient on the call and agent offered to call patient back for continued troubleshooting. Agent called patient back. Patient reported no visible damage to controller port, controller battery compartment pins, or battery pack; patient denied any rattling noise in controller. Patient then explained that they lost their recharger sometime in the past week or so (confirmed march) and their mdt rep sent them a replacement recharger. Patient noted in that time frame their implant had depleted. Patient added that they noticed the recharger cord and relay box were getting very warm while attempting to charge their implant. A request was sent to repair for replacement recharger.

Manufacturer narrative:
Analysis of the recharger, model [97755], s/n [(B)(6)], revealed. Analysis found:no device found and no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.